Event description:
Spoke with pt who reports pump got wet while pt was taking a shower, began to beep, and finally went blank. Pt was able to switch over to backup pump without problems. Informed pt we will set up new pump for delivery tomorrow. Confirmed to home address with no sig required. Sn#: (B)(4). No further information known. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.